Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2002; 6945-65 lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. No further patient complications have been reported as a result of this event.